Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found that there was leakage of the batteries inside the battery pack. This caused corrosion of the battery contacts which caused the unit to fail. This complaint is confirmed. The cause of the reported event is that there was a battery leak inside the battery pack. However, it cannot be determined how or when this issue occurred. Therefore, the root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Therefore, the surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction. Product examination found that there was leakage of the batteries inside the battery pack.